Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited intermittent oversensing due to crosstalk following a new implant. The health care professional (hcp) contacted technical services (ts) for review. Ts discussed that the crosstalk was likely related to lead positioning, with the distal coil positioned closer to the atrium, resulting in large atrial signals visible on the shock electrogram (egm). Large intrinsic r-wave amplitudes were noted. Ts recommended reprogramming the lower rate limit (lrl) to 70 beats per minute (bpm) to reduce the frequency of oversensing and performing a chest x-ray to confirm stable lead position. No adverse patient effects were reported. This ICD remains in service.